Manufacturer narrative:
The device history records and inspection records were reviewed, and no similar concerns were found. The returned device was visually inspected and the female luer hub was cracked. Functional leak testing confirmed that the device leaked at the hub. The exact root cause is unable to be determined, but a possible root cause is excessive force being applied to the catheter hub during use causing the hub to crack.

Event description:
There have been at least 3 PICC lines that have leaked at the hub. The hub had a crack in it. Line had to be discontinued.